Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and documented the reported issue. A review of the remote monitoring system data noted all impedance measurements have been stable except for the one out of range measurement. The consultant stated that they could continue to observe the patient for recurrence. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing tones from her device. A review of the patient's remote monitoring system identified a pacing impedance measurement of 2445 ohms on the right ventricular (rv) channel from the previous day. In clinic testing produced measurements of 450-500 ohms and no out of range measurements were noted. No adverse patient effects were reported.